Event description:
Per the clinic, the device was electively explanted under general anesthesia on (B)(6), 2025, in order for the patient to upgrade to a newer technology. The patient was reimplanted with another cochlear device during the same surgery.